Manufacturer narrative:
The unit had no unexpected failed battery test alarms or battery out limit alerts during testing. The unit passed the pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The operating currents were in specifications. The unit had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
The customer called to report a battery out limit alarm, an after battery change alarm, and a failed battery test alarm. The customer's blood glucose level was 383 mg/dl. The customer stated that her boyfriend removed the battery while she was gone. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.